Manufacturer narrative:
E1- address: the full name of the facility establishment is (B)(6). The full name of the address is (B)(6), india. The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during maintenance it was found that the main lamp was not working but spare lamp does work. There was no patient involvement on this reported event. No harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d4 - unique device identifier e1 - removing mr. From fist name and adding it as title. E2 - health professional a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: minor dust inside the unit. Based on the results of the investigation, it is likely the following led to the malfunction: the main lamp is not glowing and shift into spare lamp due to the faulty power supply unit. Olympus will continue to monitor field performance for this device.